Manufacturer narrative:
(B)(4). Date of event: date of event is unknown. Batch # r5c19n. Investigation summary: the analysis results showed that one gst60d cartridge reload was returned unfired with the cartridge pan partially dislodged from right proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a robot assisted distal gastrectomy, it was found that the cartridge pan had come off the cartridge deck when the package was opened for the 7th firing. The cartridge was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.